Event description:
It was reported that the atrial lead exhibited noise and the patient received an atrial tachycardia/atrial fibrillation and/or noise reversion alert about every hour since (B) (6)2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.